Event description:
According to the complainant, during the procedure, the prolieve system's anchoring ballon appeared to have a leak. The physician successfully completed the procedure with another prolieve thermodilatation kit. No patient complications were reported as a result of this event. The patient's condition was reported as "fine."

Manufacturer narrative:
A visual examination of the returned device revealed no apparent signs of damage or imperfections. Further evaluation found a pin hole in the anchoring balloon. The customer's complaint is confirmed. A review of the device history record for the prolieve thermodilatation kit lot # 0000606603 was performed, no anomalies were noted.